Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/02/2016 with the following findings: the pump powered on with auditory and vibration to a blank screen. Therefore, investigators were unable to adequately investigate the reported ¿power¿ complaint. A test display was mounted and was fully functional and illuminated. Corrosion was observed on the display screen. The pump¿s cover was removed; further corrosion was found to the display screen flex and to the power printed circuit board. The review of the black box data showed unexplained power reboots on the date of the alleged issue occurrence. The battery compartment and cap were undamaged and were able to fit securely. Unrelated to the original complaint, the pump¿s base was cracked between the keypad and the display lens at the bottom right. The bolus button cover was torn. A leak test failed due a case leak and a bolus button leak. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.